Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: there was an issue with the device where it jammed and wouldn't fire. When the reload was changed, the new load was unable to be loaded into the device. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device, the reload was received fully fired. After further inspection of the device, it was noted that the left bearing was missing from the device, however no issues with the saddle pin or other components were noted. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described was not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jammed during loading/firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.